Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 message indicator that the voltage is too low for remaining capacity. This device was explanted and is not expected to be return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device exhibited error 1003 message indicator that the voltage is too low for remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.